Event description:
It was reported that the device reached elective replacement indicator (eri) and that early battery depletion was suspected. The programmed high output was physiologically necessary for the patient. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.